Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing performance issues. (B)(4). The following has been provided by the initial reporter: it was reported by the customer that they got an invalid result for ver 256082. One patient was tested twice, both results showed 3 lines, and test invalid; the hospital uses bd bbl cultureswab ez for collection (not the swabs from our kits), and the swabs are sent by pneumatic tube system to the testing lab where they are processed immediately; documented the case, explained to the customer that some specimens may not be compatible with veritor assay, and the appearance of the internal neg control line suggests a high background / non-specific binding that interferes with results; suggested to use another method, and also mentioned that by not using the correct swabs they are putting themselves outside our claims; customer understood, agreed with this assessment, and will used a different method of testing for this patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges invalid results (results showed multiple lines) when using rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate invalid result (results showed multiple lines) complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. There are no current trends against invalid results (results showed multiple lines). Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing performance issues. Eua#(B)(4). The following has been provided by the initial reporter: it was reported by the customer that they got an invalid result for ver 256082. One patient was tested twice, both results showed 3 lines, and test invalid; the hospital uses bd bbl cultureswab ez for collection (not the swabs from our kits), and the swabs are sent by pneumatic tube system to the testing lab where they are processed immediately; documented the case, explained to the customer that some specimens may not be compatible with veritor assay, and the appearance of the internal neg control line suggests a high background / non-specific binding that interferes with results; suggested to use another method, and also mentioned that by not using the correct swabs they are putting themselves outside our claims; customer understood, agreed with this assessment, and will used a different method of testing for this patient.